Event description:
It was reported that the patient was experiencing severe pain and was not getting an adequate pain relief. It was also noted that the patient had lost stimulation coverage. The physician suspected migration of paddle lead. Reprogramming was attempted, however, unsuccessful. The patient underwent a lead explant procedure and was doing well post-operatively. The explanted lead was not returned by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.